Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02056 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, a probe was being used to resolve minor bleeding following a snare polypectomy when the system would not deliver energy on any mode. Replacing the probe did not resolve the issue, and it is unknown what was used to complete the procedure. It was reported that the system was tested with a probe the following day and functioned properly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.